Event description:
It was reported that the pt experienced leg weakness. A magnetic resonance imaging scan (MRI) was performed to rule out inflammatory mass. The MRI concluded there was no inflammatory mass. The pt's pump stalled as a result of the MRI. A motor stall recovery message was noted, and another stall was recorded. No recovery was noted at the time of the report (the length of the motor stalls was not reported). No additional pt symptoms, treatment, or outcome was reported. The drug contained in the pt's pump was not reported. Additional info has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional info is received.